Event description:
It was reported that the customer's insulin pump alarmed motor error several times as well button error. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent button response due to moisture damage keypad traces. The device also was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the motor alarm and the motor passed the motor test.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.